Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent a left total knee arthroplasty. Subsequently, patient is reporting pain, swelling, ambulation difficulties, and decreased range of motion. No revision procedure has been reported.

Manufacturer narrative:
(B)(4). D10 medical devices: nexgen femoral component option size d left catalog#: 00596401451 lot#: 64085007. Nexgen xl lps-mob atsf sz d/345 10mm catalog#: 00591704010 lot#: 64292406. Nexgen all poly patella standard cemented size 35 mm diameter catalog#: 00597206535 lot#: 64620678. Biomet bc r 1x40 us catalog#: 110035368 lot#: 945b8a2509. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.